Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported the pump shocked the customer while it was not connected to a power source. Reportedly, the electric shock was slightly painful and did not lead to any injuries. The customer's blood glucose level was 138mg/dl. Reportedly, the customer reverted to manual injections for insulin therapy.